Manufacturer narrative:
Serial number not provided.

Event description:
The customer reported that the ventilator alarmed with high oxygen (o2) pressure. The ventilator was in clinical use at the time of the event. Occurred there was no patient harm or injury reported.

Manufacturer narrative:
Corrected. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened and an investigation will be performed.

Event description:
The customer reported that the ventilator alarmed with high oxygen (o2) pressure. The customer reported that there was no patient involvement.